Event description:
Information was received indicating that upon arrival of a smiths medical level 1 h-1200 fast flow fluid warmer, the wheel stand was found damaged. There were no reported adverse effects.